Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the worn tasp was returned and it was found to be fractured at the distributorship. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post, all pieces returned. The device history records were reviewed and no discrepancies were identified. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.